Event description:
As reported, during laparoscopic inguinal hernia procedure, the surgeon found that the right side of the inner packaging of the 3dmax mesh was ¿not well sealed.¿ as reported, there was no damage to the outer package. There was no patient injury.

Manufacturer narrative:
As reported, 3dmax mesh inner package was "not well sealed." Evaluation of images provided shows the sterile tyvek pouch has been opened. One image shows the clamshell tray inside of the opened sterile tyvek pouch. Another shows the inner clamshell tray containing the mesh has been removed from the sterile tyvek pouch. One of the images shows an area where the alleged seal issue may be present. The product carton can be seen and has visible damage in the form of creasing and small indentations, which could be consistent with transit damage. Images show the product was handled and opened at some point prior to the photos being taken. The images provided do not help in determining whether an issue with the seal presented. The sample has been requested, however at this time has not been received. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in dec, 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.